Manufacturer narrative:
Based on the lot number provided, no issue of this kind was detected during the manufacture of this code. The actual sample was not provided for evaluation. Without the actual sample, we are unable to confirm what the customer experienced or assign a root cause. Two representative samples were received. We can not confirm that the "issue" mask was from the representative samples sent. A visual examination was conducted on the samples provided, and no visual deviations of the component materials was present. During the product development phase, all materials used for the mask were evaluated for biocompatibility. The testing was performed in accordance with international standard iso 10993 biological evaluation of medical devices. Only materials that successfully complete these tests can be commercialized. The materials used in the manufacture of this particular mask lot met specifications; there have not been any material changes. This mask is composed of polypropylene and cellulose components. We will continue to monitor our customer base for complaints of this nature.

Event description:
Employees (estimated by the customer to be 6 individuals) broke out in a rash when wearing the mask. Some of the employees went to employee health for treatment. Of these employees, some were helped by treatment, and some were helped by switching to a different mask. Per the customer, no further details are available.